Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer received a "sensor expired" message while wearing the freestyle libre 2 sensor and was therefore unable to obtain readings. As a result, customer experienced a seizure and a loss of consciousness and was found by her daughter who administered an "emergency injection" and called paramedics. Upon their arrival, customer was provided glucose that "pushed the sugar up again" and was transported to a hospital where she was admitted and provided "artificial respiration and anesthesia". It is unknown when the customer was discharged. There was no report of death or permanent impairment associated with this event.